Event description:
Undocumented number of undocmented events involving "failure to alarm/non-delivery" reported. The customer nurse managers for the intensive care unit. Cardiothoracic unit, operating room and special care unit report "many" instances of known line occlusions (stopcocks or other clamps observed to be in the closed to fluid delivery position) where no device alarm sounded. The display incremented as if fluid delivery had occurred. This resulted in non-delivery of IV fluids. No serious adverse pt effects reported. The specific devices used in the incidents were not isolated and labeled. Serial numbers are not known.